Manufacturer narrative:
If pertinent information provided in the future, a supplemental report will be submitted.this product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified that this voltage alert was triggered due to potential high impedance within the battery condition. Device replacement was recommended once rf telemetry is disabled. No adverse patient effects were reported, and this device remains in service. Additional information was received indicating that this pacemaker was explanted and replaced. It was also reported that there was a concern for premature battery depletion. No additional adverse patient effects reported, and this device has not been returned.

Manufacturer narrative:
If pertinent information provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified that this voltage alert was triggered due to potential high impedance within the battery condition. Device replacement was recommended once rf telemetry is disabled. No adverse patient effects were reported, and this device remains in service.